Event description:
Follow up information received from the patient reported that the circumstances that led up to therapy not working was that the ins was implanted in the wrong place and needed to be moved down lower in the spine. The patient stated that they could have moved it but "too many medical problems could have happened or death". They noted that the device was still implanted but they were not using any more. If additional information is received, the event will be updated.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) therapy ¿does not work any longer¿. It was noted that the patient did have a fall in (B)(6) 2016 that was related to the issue. The patient was to have an MRI because of the fall where they hurt their back. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.